Event description:
It was reported to boston scientific corporation on (B)(6), 2011, that a cre balloon dilatation catheter was used during a dilatation in the esophagus performed on (B)(6) 2011. According to the complaint, the stricture was dilated with a cre balloon to 15mm and this device was removed. The complaint balloon was then inserted and the black sheath on the catheter, proximal to the balloon, got stuck at the beginning of the working channel and the device was unable to be advanced into the endoscope. The balloon was pulled to remove the device from the scope which subsequently led to the exit marker becoming loose. A third balloon was not needed as the physician had previously dilated to 15mm with the first balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: visual examination of the complaint device found no issues with the catheter portion of the device or the balloon portion. Through functional tests, the catheter was advanced through the scope without any difficulty. The exit maker was loose on the catheter and was able to be moved up and down. The reported defect of exit maker loose was confirmed; however the reported defect of difficulty advancing was not conformed. The loose exit marker is consistent with forcible insertion of the catheter into the scope. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011, that a cre balloon dilatation catheter was used during a dilatation in the esophagus performed on (B)(6), 2011. According to the complaint, the stricture was dilated with a cre balloon to 15mm and this device was removed. The complaint balloon was then inserted and the black sheath on the catheter, proximal to the balloon, got stuck at the beginning of the working channel and the device was unable to be advanced into the endoscope. The balloon was pulled to remove the device from the scope which subsequently led to the exit marker becoming loose. A third balloon was not needed as the physician had previously dilated to 15mm with the first balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
(B)(4): the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired.although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.